Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing some cardiac episodes. It was suspected that the implantable cardioverter defibrillator exhibited early battery depletion. No device intervention was performed. No further information available.